Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance on (B)(6) 2019 with a blood glucose of under 30 mg/dl. The customer was 67 mg/dl at the time of the call. The customer was treated with a paste-like item and a teaspoon of sugar. The customer experienced symptoms such as eyes rolling back, the appearance of a seizure, shakiness, and unresponsiveness. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was not completed and the outcome was inconclusive. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided in with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Case severity has been updated to serious injury.